Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2011-05261. The pt rec'd his scs system on (B)(6) 2011 with two percutaneous leads (from different lots). It was reported that the pt was walking on a treadmill and had a new sharp pain in his left leg. He also felt weakness. After being reprogrammed the pt's pain was better but he felt weakness over his left side of his body. Attempts to gather add'l info were unsuccessful. No further info is available at this time.